Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets were failed. A field service engineer found that the mini drawer sub-pockets were opening too far during dispensing. The fse initially tested and confirmed that device showed all pockets were failing. So fse replaced the controller board, but the issue persisted. After consulting co-workers and testing individually, pocket 1.5 controller unit was identified as faulty and replaced the controller unit in drawer 1.5, and all pockets worked correctly. The fse tested the repair in hardware test application (hta). The system functioned as intended after the field service engineer replaced the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system drawers 1.3, 1.4, 1.5, and 1.6 were opening multiple pockets at the same time. The customer stated that this malfunction occurred while dispensing the medication. There were no delays or adverse events or injuries reported based on this event.